Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the angle of the right subclavian vein as it entered the superior vena cava was such that the lead prolapsed on the opposite wall of the svc (superior vena cava) instead of dropping down into the right atrium. The physician attempted to place the lead many times. The physician pulled the lead out from the introducer sheath, and noted one of the loops on the proximal end of the rv (right ventricular) hight voltage coil appeared to have sprung loose. Because of the difficulty of the case, the physician did not use this lead and decided to start over with a fresh lead that was successfully implanted. No patient complications have been reported as a result of this event.